Event description:
It was reported that a physician, in-training in the use of the perclose proglide, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, as the knot was advanced to the artery surface, the leg of the patient jerked. The bleeding could not be controlled. It was thought that the knot may have been offset when the leg moved. A sheath was reinserted and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Without the device, a cause for the knot having been off-set could not be determined; however, as indicated in the event description, a possible cause may have been the patients leg movement. Based on the information received with this complaint, there does not appear to be any indications of an issue with the quality of the product. A review of the lot history record and query of the complaint handling database was not performed as the lot number was not provided and the device was not returned. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.